Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The device was fired with a white cartridge on the jejunum, the device would not fire, was forced with two hands and it cut the tissue, but did not staple. The case was converted to an open procedure. The bleeding was controlled with suturing. The device was discarded. Add'l follow-up provided: the patient is doing well and went home. Full recovery is expected. There were the standard pre-existing conditions for a bariatric patient, no transfusion was required and no product was received.

Manufacturer narrative:
Date sent: 10/01/2009. Information is unavailable, device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.